Event description:
It was reported that the patient presented for a scheduled implant. During the procedure, the physician was unable to implant the lead. The lead was attempted to be repositioned multiple times, but it kept dislodging. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events were lead dislodgement and unable to implant. A complete lead was returned in one piece with the helix retracted clogged with blood/tissue. During electrical testing the lead was shorting due to over torqued inner coil at the connector region which is consistent with procedural damage. Visual inspection of the lead did not find any anomalies.